Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. The customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.